Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurements were increased and varying, however, remained within acceptable limits. No noise was observed on the lead and the patient implanted with this device reportedly did not pace often. It was reported that the device system would be monitored. Additional information was received that an increased rv pacing impedance measurement greater than 2,000 ohms was detected. Additional information was sought from the local area sales representatives, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was sought from the local area sales representative, and it was reported that a lead revision procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.